Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine post-op check on (B)(6) 2017, the lead was observed to be dislodged. On (B)(6) 2017, the asymptomatic patient presented to the clinic for reposition. The lead was capped and replaced when repositioning was unsuccessful. The helix would not redeploy due to tissue being stuck around the helix. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be stable before, during, and after the procedure. The lead will not be returned.